Manufacturer narrative:
Research resource: global complaints management. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "patient's grandmother called this rn into room at 1850 because she noted that there was a puddle forming on the ground below IV pump. This rn noted a small hole in IV tubing; tubing was changed last night and was not leaking prior to this time. IV tubing saved. IV tubing running octreotide at time of event" the customer added that there was no patient harm and the octreotide was 32mcg/6.98ml to infuse over 30 minutes.

Manufacturer narrative:
Concomitant medical products -lot 96-120-jt exp 1 dec 2020 0.9% sodium chloride injection( pr 298081) product grid updated suspect from pri tubing to: 2420-0007. Information added the customer¿s report of a small hole in IV tubing and leak was confirmed. During visual inspection of the set it was observed immediately that the silicone segment part number had a small tear near the upper fitment. The silicone segment is comprised of the biosil material. The tear was measured to be 0.12 inches long. Visual examination under microscope noted no crush marks to the upper blue fitment. No other anomalies were noted during visual inspection. Functional testing was performed by attaching the set to a bag filled with tap water and allowing fluid to flow through the set via gravity. A leak was immediately observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The root cause could not be determined.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "patient's grandmother called this rn into room at 1850 because she noted that there was a puddle forming on the ground below IV pump. This rn noted a small hole in IV tubing; tubing was changed last night and was not leaking prior to this time. IV tubing saved. IV tubing running octreotide at time of event" the customer added that there was no patient harm and the infusion was continuous octreotide 25mcg/ml in 0.9% 100ml.